Event description:
It was reported during the implant procedure, that the device could not be interrogated properly. The device was not implanted and there were no patient complications as a result of this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) device - failure disappeared during analysis.